Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, the farawave catheter was visually inspected. Visual inspection noted no outer abnormalities. A guidewire was taken and successfully inserted through the catheter. Deployment of the catheter was tested multiple times, and deployment to basket and flower configurations were functional with no unusual resistance noted. Flushing through the irrigation port was tested. No air/bubbles were observed, and irrigation was functional in all catheter deployment states. The reported event was not confirmed via product analysis. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat paroxysmal atrial fibrillation a farawave catheter was selected for use. During the farawave preparation, a bubble-like air substance was visually observed in the flush port part. This was deemed to be air. The air did not clear even after flushing was performed several times, so the catheter was replaced. The procedure was completed successfully with the new device. No patient complications were reported. The catheter was returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat paroxysmal atrial fibrillation a farawave catheter was selected for use. During the farawave preparation, a bubble-like air substance was visually observed in the flush port part. This was deemed to be air. The air did not clear even after flushing was performed several times, so the catheter was replaced. The procedure was completed successfully with the new device. No patient complications were reported. The catheter is expected to return for analysis.